Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant, the left ventricular lead dislodged and exhibited intermittent loss of capture. The patient was asymptomatic. The lead was successfully repositioned.